Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0989b, implanted: (B)(6) 2013, product type lead; product ID neu_pt m_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
The patient reported that they had experienced a loss or change of therapy. The patient reported her device stopped working. She addressed it with hcp (healthcare provider) and hcp suggested the patient should replace patient programmer batteries. The patient replaced batteries, it did not resolve the issue. On the call it was determined the patient programmer was working as intended. The patient meant her symptoms returned, she could not hold the urine. She was trying using the patient programmer and was not able to increase, the voltage would not move from the current setting. Program 3 at 3.0 v. The patient called patient services for assistance to increase stim and change program. On the call, the patient was able to connect. The patient programmer showed her ins (implantable neurostimulator ) was turned off. Patient services reviewed the patient will not be able to increase stim with the stim off. On the call, the patient turned therapy back on. The stim felt too strong. The patient was uncomfortable. The patient decreased from 3 v to 2.3 v and confirmed stim was comfortable. Troubleshooting resolved the reported issue. Symptoms reported were: could not hold the urine. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2015. The patient said nobody told her about therapy on/off buttons. The patient said her hcp does not know much about the device. Indications for use were noted as: urinary dysfunction/sacral nerve stim. If additional information is received, a follow up report will be sent.